Event description:
It was reported that a short time after the iab was inserted and pumping began, the pump alarmed and the screen on the pump "froze". The helium gauge was noted to have changed from full to empty at the same time. The pump was powered off and then back on. Again, the screen "froze". The iab was removed and the pt remained stable, so a second iab was not inserted. There were no pt complications.